Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, the patient developed a complete heart block which required a permanent pacemaker. The patient was in a stable condition.

Manufacturer narrative:
An event of the valve under expansion, and patient effects of heart block and hypotension were reported. Information from the field indicated that the patient has a history of rbbb, and the valve was. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. The physician believes that the incomplete expansion was due to excess calcium in the annulus & lvot. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported valve under expansion could not be conclusively determined. It is possible patient condition and/or procedural factors contributed to the reported event; however, this cannot be confirmed. The reported complete heart block could not be conclusively determined. It is possible that patient pre-existing conditions contributed to the reported event; however, this cannot be confirmed. The cause of the reported hypotension could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure and subsequently a permanent pacemaker was implanted post-procedure, and the patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993

Event description:
It was reported that on 20 jan. 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of right branch bundle block (rbbb). There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, incomplete stent opening was noted. After the second recapture, the patient became hypotensive and was managed appropriately by the anesthesia team with medication. The valve for which was implanted at a depth of 7mm on the non-coronary cusp (ncc). Post-implant, after the temporary pacemaker was removed the patient developed a complete heart block which required a permanent pacemaker. There was no clinically significant delay reported. The implanter classifies this event as being related to the final implant depth. However, he expressed that this is a better outcome than having a high implant at risk for embolization. On the following day, the patient was discharged.